Event description:
It was reported that the asymptomatic patient presented in clinic with the implantable cardioverter defibrillator exhibited elective replacement indicator trip (B)(6) 2017 and an end of service indication on (B)(6) 2017. There have been no therapies from (B)(6) 2017 to present time. The device was electively replaced. The patient was not enrolled in merlin.net. There were no complications, the patient did well before and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.